Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00620005620, shell porous with holes 56 mm o.d., 19866800; 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, 19599000; 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, 18115800; 00610505628, standard liner 28 mm, 66706600; 00801802804, femoral head, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient underwent initial right hip procedure. Subsequently, the patient experienced an intra-operative femoral fracture while the femoral head and neck were introduced. The trochanter fracture extended about 2.5 cm distally from the collar to the femoral component. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed by review if the surgical notes, during the procedure while inserting final femoral component and final femoral head upon impaction of head onto stem caused a fracture of the trochanter and extending about 2.5 cm distally at the level of the collar of the femoral component. Device history records were reviewed and no deviations/ anomalies contributing to reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.